Manufacturer narrative:
MDR 3003442380-2024-01115 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the brazil on (B)(6) 2024, it was reported that the patient faced an issue with infusion set was leaking at the quick release. The issue occurred with 3 infsuion sets. The quick release was tightly connected. No further information available.